Event description:
Information received by medtronic indicated that insulin pump had motor error alarm. Customer was able to clear the alarm and rewind also. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Customer complaint notes, stated received motor error alarm twice. Pump passed the displacement test, rewind, basic occlusion, occlusion, prime, compromised force sensor system and excessive no delivery test. No motor error alarm noted. Motor passed motor test. Pump history download using thds was successful. However, error alarms found on the history file which caused corrupted data. Unable to confirm the reported event date due to the corrupted data. Error alarms are due to the pump not having power for a long period of time. No moisture damage found on the electronics, motor, battery tube and vibrator assembly noted. Insulin pump received with cracked belt clip slot, stained end cap sticker, stained address/serial number label and cracked reservoir tube lip. The test p-cap/reservoir does lock into place. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.